Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and meshes were implanted due to sui. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported the patient underwent excision of suburethral sling and rectocele repair with graft on (B)(6) 2007 due to vaginal vault prolapse, rectocele, enterocele, perineocele and bladder outlet obstruction. It was reported the patient underwent mesh excision and removal on (B)(6) 2012 due to vaginal mesh erosion. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced atrophic vaginitis. It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) due to mesh erosion.